Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient developed a rash, redness, inflammation, drainage, and infection underneath the sensor pod area only. The patient had itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a health care provider who prescribed an oral antibiotic medication (clindamycin unspecified dosage) for the infection. No additional patient or event information is available.